Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, sometimes the abdominal air pressure suddenly decreased.there was no report of patient injury associated with the event.

Manufacturer narrative:
The device was evaluated at olympus service operation repair center (sorc). Sorc checked the device, but couldn¿t duplicate the reported phenomenon. The exact cause of the reported event could not be conclusively determined. Omsc confirmed the following from the investigation. -no abnormalities were confirmed during the evaluation by sorc. -there was no information about the reported event. Based on the above investigation results, osmc was unable to identify and surmise the cause of the reported event. The device had no repair history. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.